Event description:
The consumer stated her tampon came apart upon removal and tampon pieces remained inside of her. She indicated that upon removal the tampon appeared to be frayed. She looked in the toilet and saw remaining pieces. She felt there were more pieces remaining so she decided to douche. She is unsure if there are remaining pieces and unsure about visiting her doctor.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.